Manufacturer narrative:
Device history records were reviewed and confired that the lot met all release criteria. This included 100% testing in manufacturing for proper inflation and deflation of the balloon. The returned catheter was evaluated. As received , there was one catheter in two separate sections. The balloon was partially inflated and partially filled with a dark crystalled material , most evident in the proximal cone area. The shaft section was 51.5cm long, and was severely nicked and accordianed from the proximal neck of the balloon for 29.2 cm. There was evidence of hemostat marks on flattened section at 31.5 cm from the tip. The shaft appeared to be cleanly cut as with a sharp instrument. The balloon appeared to be intact. The bifurcate section of the shaft was 39.8 cm in length from cut end to bifurcate . No shaft damage was observed in this section. A .0355 inch guidewire was easily inserted through distal lumen. Using 20cc inflation device, water was passed through this section of the catheter, through the balloon lumen, indicating there was an issue with the molded bifurcate. A .004 x .020 flatwire mandrel was passed through inflated lumen of the balloon end of the catheter, but could only be inserted up to the first damaged section of shaft. This section of the shaft was dissected in several locations. There was no evidence of obstruction. The balloon was cut near the proximal bond area. A flatwire was inserted into the balloon through the vent hole, indicating there was no issue of overmelt of the lumen. The reported difficulty in deflation could not be reproduced due to the poor sample condition. The results of the investigation are inconclusive and the root cause is unknown.

Event description:
The balloon would not deflate after use for a pta of an a/v fistula. The doctor attempted to deflate balloon in normal manner using inflation device and then an empty syringe. This was unsuccessful. The balloon brought down to tip of sheath. Unable to pull through. The balloon was deflated using transdermal needle puncture.